Event description:
It was reported per field service report: symptom - purge failure. Reason for service: corrective maintenance. Findings / actions taken: pneumatic control switch (pcs) replaced. Operational. Software: 2.24. Add'l info received on (B)(4) 2013 stated that the pump was switch off the pt to continue therapy.

Manufacturer narrative:
(B)(4).